Event description:
It was reported that the user received a low insulin alert and inadvertently entered the supply change workflow by selecting change instead of dismiss, which progressed the pump to the fill tubing step while the user was at work; the user disconnected from the infusion site, primed the tubing until drops were visible, reconnected, and completed fill cannula under guidance, with approximately 20 units remaining in the cartridge and no unintended insulin delivery into the body during the workflow. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the issue after troubleshooting and education. Investigation included remote technical guidance and user-led verification of proper priming and reconnection steps. Investigation of this case revealed user-initiated navigation error during supply change steps with correct device function, tubing primed to visible drops, and proper completion of the cannula fill on a teflon infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error with effective correction through troubleshooting and education.